Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of intermittent saves to universal serial bus (usb), the port was loose and functioned inter mittently. Analysis was unable to confirm the stylus issue, the stylus was fully functional. It was noted that the hard drive health was at 99%. Due to a lack of available parts the programmer was replaced and scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus touch pen was broken and that the programmer would not save to a universal serial bus drive consistently. The programmer was returned for service. No patient complications have been reported as a result of this event.